Manufacturer narrative:
Concomitant medical products: product ID: 3389s-40, lot# va0y03u, implanted: (B)(6) 2015, product type: lead. Product ID: neu_l eadcap_acc, product type: accessory. Product ID: neu_leadcap_acc, product type: accessory. (B)(4).

Event description:
The company representative (rep) reported that a deep brain stimulation (dbs) lead was implanted. The lead caps were attached and the wound was closed. Five days later the left lead cap was removed during implantable neurostimulator (ins) implantation procedure. Deformity at the lead terminal was confirmed. The lead cap came off without resistance. The wire protruding from the lead terminal was cut and the lead was connected to the adapter. After being connected, electrode #3 showed a value exceeding 10,000ohms. Combined data pertaining to electrodes #0-2 is as follows: c-0 1026, c-1 947, c-2 898, 0-1 1399, 0-2 1504, 1-2 1256. The ins implantation was completed. Post-operatively the resistance values were measured: c-0 795, c-1 713, c-2693, c-3 3171, 0-1 903, 0-2 1094, 0-3 3599, 1-2 838, 1-3 3369, 2-3 2707. The lead had been implanted. Under observation. Stimulation is to be performed after next week. The lead cap was suspected as the cause and will be returned to the device manufacturer. It was noted when the physician was closing the lead cap, the physician held the lead cap. Even if grommet without a cap was clicked and a lead could be damage, there might be lead structural issue. There was no health hazard to the patient. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Device analysis for both unknown lead caps revealed no anomaly found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.